Event description:
Radiologist used right subclavian approach to exchange a bard catheter with a 28cm ash split catheter. He was unable to insert the catheter. Experienced a great amount of difficulty, so he took out what small amount of the catheter he was able to get in and inserted a quinton.